Event description:
It was reported that when firing, the clip applier was delivering clips that were out of alignment.

Manufacturer narrative:
Final investigation showed that when fired, the clip applier delivered each of the three remaining clips in a manner that met with clip alignment specs.